Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h6: part 199721001, lot xc3123: the device history record (DHR) was reviewed, and no non-conformances were observed during the manufacturing process. The product was released on february 21, 2020. H3, h6: a product investigation was completed: visual inspection of the complaint device showed discoloration and light scratches. A functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Dimensional inspection showed the relevant dimensions were conforming. The current and manufactured to drawing was reviewed; no design issues or discrepancies were identified. This complaint could not be confirmed as the inspection of the complaint device revealed no defect that could impact the functionality of the device. Moreover, as all mating devices were not returned, functional assessment could not be performed, and therefore the complaint is unconfirmed. However light scratches and discoloration were observed on the surface of the device, but they could not contribute to the reported loose condition. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient presented with nonunion after being implanted with eight (8) 5.5. Exp verse set screws and two (2) rods. The date of the original surgery is unknown. The patient underwent revision surgery on an unknown date where the surgeon removed the set screws and rods and confirmed they were loose. The patient and procedure outcome are unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 5.5 exp verse unitized set scr. This is report 4 of 10 for (B)(4).